Event description:
It was reported to boston scientific corporation that the patient was implanted with a pinnacle posterior pelvic floor repair kit during a procedure. According to the complainant, post-procedure, the patient experienced pain (specifics and date of onset unknown). All other information, including the patient's current condition is unknown and reportedly unavailable.